Event description:
Pt implanted with veptr four years prior to reported event. Pt was scheduled to be converted to full fusion. Surgeon noted on film a broken lumbar extension prior to the procedure. Surgeon removed veptr, including the broken lumbar extension and revised pt to full fusion.

Manufacturer narrative:
Additional info has been requested. Approximate implant date was four years prior to reported event. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.